Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a ventilator had too little flow registered in the application and there was no device alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips remote service engineer (rse). Onsite testing was requested by the customer.

Manufacturer narrative:
The rse reported that they should perform onsite test. However, the order did not end up in the right place with customer. The device has not yet been tested. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the rse. It is unknown if any parts or repairs have been conducted.

Manufacturer narrative:
Upon further investigation it was found that this report is a duplicate of MFR report number 2031642-2021-05045.